Manufacturer narrative:
Customer reported that device had error code issues. Tamper seals were intact, bleeding lcd scratched screen. The device was powered up and alarmed, which is a corruption of the memory of the circuit board. The problem was caused by the circuit board. Unable to determine who caused the problem. Replaced circuit board.

Event description:
It was reported that device had error code issues. No patient injury was reported.

Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the device gave an error code 1660. It is unknown if there was a patient, or clinician injury associated with this occurrence. No further details provided at this time.